Event description:
The customer obtained a non-reproducible, falsely elevated troponin I es result from a patient sample (patient = 0.061 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es test result was not reported from the laboratory ue to a lab policy of running trop in duplicate prior to reporting. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue or a reagent issue contributed to the event. Additionally, the investigation was unable to definitively determine if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue cannot be ruled out as potential contributing factor.